Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction bolus. Additionally, it was reported that the battery gauge was fluctuating. Reportedly, the customer continued to use the pump for insulin delivery.